Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, a fluid leak was noted from the hemostasis valve of the introducer. The procedure was completed without exchanging the device and there were no adverse consequences to the patient.